Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the neurologist initially programmer the patient to constant voltage and then changed it to constant current a few p rogramming sessions later. It took several programming sessions to notice that the patient was programmed at 30 hz and not 130 hz, and they said they did not make that change. It was unknown why this change occurred as they did not make the change. The issue has been resolved.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2020-03108. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.